Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem (cannot communicate with a monitor) was confirmed. As received, the electrode belt did not communicate with a monitor and failed incoming testing. Upon evaluation, the trunk cable was cut, severing the green (+3.3v) and red (can h) wires. The cause of the inability to communicate was the severed wires. The root cause of the severed wires cannot be positively identified. No adverse event resulted from the damaged belt.